Manufacturer narrative:
Examination was not possible, as the product were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. Provided information states intraoperatively it was discovered the head taper was not engaged, it could spin freely on the stem. Provided information also states lysis was suspected in the proximal humerus. The investigation could not verify or identify and product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be reopened.

Event description:
Patient was revised to address loosening and poly wear of the glenoid.